Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented to the clinic for a routine follow-up. Upon interrogation, the device exhibited multiple episodes of inappropriate atrial mode switching which was attributed to noise. The electrical measurements on the atrial lead were normal. The patient's condition was reportedly good. No intervention was reported.